Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1 malfunction events. 1 event involved fracture of the device or a component (B)(4), specifically the screw component (B)(4). In 1 event, a fracture of a device or device component was found during evaluation in the same event, a stress problem was identified during evaluation. In 1 event, these are known inherent risks of the procedure.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction event in 2q 2020 where a patient experienced endosseous dental implant failure.